Event description:
An icerod 1.5 cx 90 degree needle was returned to the boston scientific complaint investigation site without an associated complaint. However, the device evaluation revealed frost on the needle shaft.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park. Device evaluation by MFR.: an icesphere 1.5 90 degree needle (lot #29757957) was returned for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were found. The needle was connected to the icefx console, and a two-minute confidence test was performed without any abnormal functionality. A five-minute freeze cycle was performed, and it was found that the needle shaft became completely covered in frost. The needle was disassembled, and the vacuum sleeve was tested for vacuum integrity. The vacuum sleeve became covered in frost, meaning the vacuum sleeve was defective. The vacuum sleeve was inspected under a microscope for abnormalities. It was found that the vacuum sleeve was completely bent within the straight needle shaft and had a flattened side that ran through the whole vacuum sleeve. The event of frost on the needle shaft was identified and traced to a faulty vacuum sleeve.